Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. Per photos attached in the complaint confirms the post of the insert is fractured off. The device was manufactured in 2010. A potential cause of the fracture can't be determined without the explant being returned for evaluation. A clinical evaluation was conducted and confirms the root cause of insert breakage cannot be definitively concluded. No clinical/medical documents were provided for the investigation. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include overuse or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient underwent revision surgery due to a broken insert.